Manufacturer narrative:
After further review, it has been confirmed that this device was manufactured at american medical systems in (B)(4).

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (2183959). The effective site registration number is 3011770902.

Event description:
It was reported that the event was resolved on (B)(6) 2015. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received indicates the onset date of event was (B)(6) 2013.

Event description:
It was reported the patient complained of incontinence. It was noted the patient now has over active bladder symptoms that are worse than baseline and some urgency that's uncontrolled. The mesh remains implanted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).